Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed bloody sores that started after receiving larger garment size for comfort issues. The patient was instructed by physician to remove the device until healed. The patient reported one side was completely healed and the other side was healing.